Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down after a power outage and the uninterruptible power supply (ups) ran out of charge and could not deliver the necessary power needed to power the cns back up. They then could not get the unit to fully boot back up. The two hard disk drives were replaced, which resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided:

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down after a power outage and the uninterruptible power supply (ups) ran out of charge and could not deliver the necessary power needed to power the cns back up. They then could not get the unit to fully boot back up. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down after a power outage and the uninterruptible power supply (ups) ran out of charge and could not deliver the necessary power needed to power the cns back up. They then could not get the unit to fully boot back up. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down after a power outage and the uninterruptible power supply (ups) ran out of charge and could not deliver the necessary power needed to power the cns back up. They then could not get the unit to fully boot back up. The two hard disk drives were replaced, which resolved the issue. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the ups worked as intended but it ran out of power after a couple of hours (this is normal). The customer replaced the hdd of the device to resolve the issue. A review of the history of the serial number identified no further recurrences of the issue. Based on the available information, the most probable cause of the issue is unexpected shutdown of the device. Unexpected shutdown or improper shutdown of the device may damage the hdds of the device and may corrupt the device software. The customer had a ups to prevent this from occurring, but the cns was not properly shutdown before the ups ran out of battery.